Manufacturer narrative:
One 6fr angioseal device was returned for product evaluation. The returned device included the poly foil bag, and mated locator and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were returned fully mated, and a kink was identified at the blood inlet hole and along the tubing of the mated device. No other damage or issue was identified. The complaint was able to be confirmed as mechanical damage. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained during advancement due to an obstruction. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazrd based risk table (hbrt).

Manufacturer narrative:
A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the physician attempted to insert the angio-seal locator/insertion sheath assembly into the artery, the physician felt something strange and removed the assembly. When the assembly was checked, a fine sprit was noted around the blood inlet hole on the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was endovascular therapy (evt). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. There was no health damage. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.